Event description:
It was initially reported in clinic notes that the patient had an increase in seizures, unknown if above or below baseline. The patient had a setting adjustment and a result but no medication changes. Another report came in that there was no setting change as a result of the seizures so it is still unclear which it true. The patient had 8 seizures in (B)(6) 2012 and 67 seizures in 2011 so the increase in seizure appears to have occurred prior to (B)(6) 2012. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient's current treating neurologist is not comfortable answering questions because the patient is new to her. There is no one additional to follow-up regarding the increase in seizures.